Manufacturer narrative:
One protectiv® safety i.v. Catheter was returned for analysis in used condition. The catheter was visually inspected under magnification and photographed; confirming that the catheter tube was severed just above the nose of the hub. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that upon removal of a smiths medical jelco® protectiv® safety i.v. Catheter, it was observed that the tip of the catheter was missing. Subsequently, the catheter was successfully removed from the patient. It was reported that the device was handled per instructions for use (IFU). There were no reported adverse patient effects.